Event description:
Info received indicates a nurse call cannot be placed from the bed.

Manufacturer narrative:
The technician found pins on the connector of the communication cable were loose and broken. He replaced the cable to repair the bed.